Event description:
Reportedly, a portion of the plastic sleeve of the trocar fell into the patient's abdominal cavity when the trocar was removed. However, the piece of plastic was retrieved from the patient's abdominal cavity. Procedure: lap cervical hysterectomy. Patient status: no injuries reported.